Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had pain at the incision site. The patient presented for explant procedure on (B)(6) 2019. During the procedure, the torque wrench screw was broken off inside the header. The system was explanted due to infection. The patient was stable.